Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch paj431, ep8706h56 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular surgery on (B)(6) 2019 and the suture was used. During the procedure, the suture was broken. Another like suture was used. The procedure was completed successfully. There were no patient consequences reported.